Event description:
The patient's mother reported that the patient experienced 9 occlusion errors (e4) while at school in 2007. The patient's blood glucose elevated as high as 600 mg/dl and the mother administered an insulin injection to lower the readings. The mother stated that the cannulas of the infusion sets are bending because the patient drops the infusion device often while at school causing the infusion tubing and headset to be pulled. The mother was advised to keep the patient's infusion device attached to her clothing, so it would not fall. The mother mentioned that the patient is having difficulty adjusting to having diabetes. Her blood glucose was elevated to 499 mg/dl three days later, and the mother discovered the patient had eaten a candy bar while away from home. A 3 unit bolus was administered through the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.